Event description:
It was reported that the catheter broke at the junction of the catheter itself and the hub. Air entered into the lumen of the catheter. Dialysis was ongoing and was stopped immediately. No significant injury to the pt was reported. The catheter was removed. The pt has morbid obesity. The temporary catheter was placed in the groin due to occluded central veins. It was reported that the pt was not compliant with bedrest-he was walking and sitting with catheter in the groin.

Manufacturer narrative:
An investigation has been initiated. A visual examination of the returned device confirmed a hole where the lumen enters the hub. A review of the mfg records indicated that all device specs and quality requirements were satisfied. The device was forwarded to the MFR for eval. When the investigation is complete, a final report will be submitted.